Event description:
On (B)(6) 2005, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed the strut at the 3 o'clock position is outside the inferior vena cava (ivc), suggesting chronic perforation. Similarly, the inferior tips of the struts and the 6 and 7 o'clock position were also located posterior to the ivc.

Event description:
On (B)(6) 2005, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed the strut at the 3 o'clock position is outside the inferior vena cava (ivc), suggesting chronic perforation. Similarly, the inferior tips of the struts and the 6 and 7 o'clock position were also located posterior to the ivc.